Event description:
On 02/01/1999 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. Reportedly the device deployment was uneventful. The pt was on bed rest for five hours post deployment when while sitting up and bending forward, she heard a popping sound and an immediate bleed was noted. Manual pressure was held (duration unk) and hemostasis achieved. The right leg was noted to be cooler than the left, with diminished pulses. A surgery consult and ultrasound were obtained, with the surgeon concluding that surgery was not indicated at that time; however, on 02/02/1999 surgery was performed and the device removed. The pt was recovering and was to be discharged the next day. As of 03/01/1999 there has been no further report to the MFR of complication or additional pt sequelae.